Event description:
The device was returned to the service center for a report from the customer contact that e378 303 (5v supply exceeded limit) at startup repetitively ater troubleshooting mechanism and app assemble. This is not a reportable malfunction. However, during verification testing at the service center, the device delivered less than expected.

Manufacturer narrative:
The mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.